Event description:
The customer received blood glucose readings of 69 and 400mg/dl on one breeze2 meter, and readings of 327, 258 and 189mg/dl on a second breeze2 meter. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. . No adverse event was alleged. The customer has no strips left. Product was not replaced.